Event description:
The reporter indicated difficulty in inquiring the device and not being able to obtain telemetry measurement info. The device was not implanted. There was no pt involved in this event.

Manufacturer narrative:
The device was subjected to electrical/mechanical function testing and communication distance testing. Normal pacer operation was observed. The unit is operating within new pacer specs. Telemetry is not designed to be reviewed on unloaded devices.